Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned 07/05/2018 for evaluation. Performed visual inspection and passed. Performed a pairing test with nordic bluetooth device and passed. Performed share log review and no issues related to customer complaint were found. The reported event of a loss of connection was not confirmed. The problem is not confirmed because the share log contains nothing related to the customer complaint.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. A probable cause could not be determined. No additional patient or event information is available.